Manufacturer narrative:
The insulin pump was received with no bolus, esc and act button response due to corroded keypad traces. No button error alarm noted during testing. The excessive no delivery test could not be performed or the low battery and weak battery alarms verified due to no act button response. The device had minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had button error, weak battery and no delivery alarms. The blood glucose at the time of the incident was 112 mg/dl. The customer explained that the button error alarm occurred one week prior, it could not be cleared and had to remove the battery for a while. When reinserting the battery, alarm was cleared. The no delivery alarm occurred less than a week back and the weak battery alarm occurred during the call, when the customer restarted the device. It was stated that the customer was not using the recommended batteries. The customer called back the next day and reported that the up arrow, act and b buttons were not responding properly. The device was returned for analysis.